Event description:
During a laparoscopic assisted vaginal hysterectomy, the device would not cut. The surgeon converted to an open procedure to complete the case.

Manufacturer narrative:
At the time of this report, multiple attempts to obtain further info from the hospital have been unsuccessful, and the device has not yet been returned for eval. As a result, a determination cannot be made at this time. When further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.